Manufacturer narrative:
Investigation pending.

Event description:
Caller reported a false positive troponin I (tni) result on triage cardiac panel test vs. Accessii. On (B)(6)2010, pt sample was tested on triage cardiac panel test and then on accessii. The same blood sample was then repeated on triage cardiac test after the customer got the accessii result. Triage tni result not used to make diagnosis (non-mi). No invasive procedure performed based on triage result of tni. Customer uses cut-off for tni <0.05 (0.05-0.39 gray zone).